Manufacturer narrative:
Received one used 142730490 plum 150 ml burette set for inspection. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of no flow was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 18dec2024.

Manufacturer narrative:
E1: telephone extension (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that they were unable to inject a drug. The set was replaced, and therapy was resumed. There was patient involvement but no patient harm.